Event description:
Customer reported a leak occurred when using the coulter lh 780 hematology analyzer. The leak was clear fluid behind the laser assembly on the instrument. The volume of the leak was reported as less than 5 cc and the leak was not contained. There was also a report that the operator had contact with the fluid on her cheek but there was no exposure to open wounds or mucous membranes (eyes, nose and mouth). The customer opened the front panel of the instrument to troubleshoot the leak and powered up the instrument causing the tubing to generate a small drop of diluent which landed on the customer's cheek. The leak was diluent, which is non-hazardous, and when contacted on (B)(6) 2013, stated there was no problems or any effect from the exposure to diluent on (B)(6) 2013. The operator was wearing a lab coat, goggles and gloves at the time of the incident. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the leak was diluent from the sheath tank fitting for the tubing that delivers diluent to the flow cell. The fse replaced the sheath tank fitting and resolved the leak. Identification of failure modes: the failure mode was a leak at the sheath tank fitting for the tubing that delivers diluent with the flow cell. The customer exposure was due to a use error; instrument was turned on while open panels were open and troubleshooting was taking place. No erroneous results were generated; the failure mode identified is likely to generate erroneous differential results due to improper diluent flow from the sheath tank to the flowcell. Evaluation of product labeling:per labeling in instructions for use (IFU part number (B)(4)) for the lh780 instrument, there is a warning posted in the manual that states if all doors, covers and panels are not closed and secured in place prior to and during instrument operation there is a risk of operator injury. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).